Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the footswitch would not work. The footswitch was exchanged and surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The footswitch was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on january 24, 2007. Based on qa assessment, the product met specifications at the time of release. The footswitch was received. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was installed into a calibrated system. The treadle was found to be unresponsive. The root cause of the reported event can be attributed to a nonresponsive footswitch treadle. (B)(4).